Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump had under infused. No patient injury or complications were reported in relation to this event.

Event description:
It was reported that the device was under infusing. No patient injury was reported.

Event description:
It was reported that the device was under infusing. No patient injury was reported.

Event description:
It was reported that the device was under infusing. No patient injury was reported.